Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements, loss of capture, and decreased impedance measurements from 1050 ohms to 550 ohms. An x-ray was performed which revealed no obvious dislodgement; however, it was noted there was possibly a different orientation of the lead tip. A surgical revision was performed and the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.